Event description:
As reported, the physician believes that the smart control stent inside the delivery system is the wrong size. He opened two of the 8 x 100 to see under fluro and they appear to be different lengths. The procedure was an left external iliac case. It was performed on a (B)(6) female. Access was obtained through the right femoral artery and a 6f crossover sheath was placed up and over to operate on the left side. The physician then used a 5mm x 100mm pta balloon to predilate the lesion and then requested a 8mm x 100mm smart stent to treat the lesion. This is where all of the questions came regarding the length of the stents. In the end he placed a 8mm x 80mm smart in the external artery and the patient did very well. There was no patient injury. The patient was then closed with an exoseal and sent home several hours later.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00275 and 9616099-2013-00276.

Manufacturer narrative:
Complaint conclusion: during use of the smart control it was reported that the physician believes that the stent inside of the delivery system is the wrong size. He opened two of the 8 x 100 stents and observed them under fluoroscopy and the stents appeared to be different lengths. The procedure was a left external iliac case. Access was obtained through the right femoral artery and a 6f crossover sheath was placed up and over to operate on the left side. The physician then used a 5mm x 100 mm pta balloon to pre-dilate the lesion and then requested a 8 mm x 100 mm smart stent to treat the lesion. It was at this point that the physician questioned the length of the stents. In the end the physician placed a 8 mm x 80 mm smart in the external artery and the patient did very well. There was no reported patient injury. The patient was then closed with an exoseal and sent home several hours later. One non-sterile smart control, iliac 8x100ml was received coiled inside a plastic bag. Unit was not deployed. Locking pin was in its original position. A kink was observed at 1cm from ID band. Distal tip was found out of position-uncannulated (4mm). Blood residues were found at distal tip. No other discrepancies were found. Dimensional analysis was performed to measure the stent length and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the distal tip ¿out of position-uncannulated¿ and ¿kink condition¿ could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to these conditions. Analysis of the returned devices confirmed that they were the same size as labeled. The reported malfunctions were not confirmed, there was no device malfunction. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2013-00275 and 9616099-2013-00276.